Event description:
The customer reported that when one of the nurses cut through the wires to detach the battery pack from the interpulse device, that the wires then started burning down their length. Due to this event not being associated with a procedure, there was no delay, no medical intervention, and no adverse consequences reported.

Event description:
The customer reported that when one of the nurses cut through the wires to detach the battery pack from the interpulse device, that the wires then started burning down their length. Due to this event not being associated with a procedure, there was no delay, no medical intervention, and no adverse consequences reported.